Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt reported that she was experiencing elevated blood glucose and she received an occlusion (e4) error. Her blood glucose was elevated to 360 mg/dl at 1:44pm and she felt nauseous and she was releasing ketones. She bolused 12 units of insulin to lower her blood glucose. She stated that she changed the insulin cartridge, adapter, infusion tubing, and infusion site on the day before. Prior to the report on event date, she changed the infusion tubing to clear the e4. She stated that she then noticed air bubbles at the luer connection. She stated that she felt the luer lock may have been over tightened. The pt was able to prime and remove the air bubbles. Upon follow up on four days after the original date, the pt stated she was doing much better and her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the infusion set, no product will be returned for evaluation.